Event description:
It was reported that the patient experienced overstimulation as the implantable pulse generator (ipg) was not cycling correctly. It was noted that when the stimulation was off, they were in extreme pain. Anxiety and depression were also noted as patient complications. Program optimization was attempted and was not successful. The patient went to the emergency room (ER) for medication, was admitted and had since been discharged. Additional information as received that the patient underwent an implantable pulse generator (ipg) replacement procedure and was going well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced overstimulation as the implantable pulse generator (ipg) was not cycling correctly. It was noted that when the stimulation was off, they were in extreme pain. Anxiety and depression were also noted as patient complications. Program optimization was attempted and was not successful. The patient went to the emergency room (ER) for medication, was admitted and had since been discharged.